Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the most proximal and distal stent rows were slightly flared. The flaring of the proximal and distal stent strut rows resulted in a "dogboning" effect. This is caused by minimal positive pressure being applied to the balloon causing the stent to flare at both ends. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the hypotube profile of the device. A visual and tactile examination found that the inner and outer were kinked at 5 mm proximal to the bi-component bond. The bumper tip of the device showed no signs of damage to the distal edge of the tip profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that premature partial deployment of stent occurred. A 16x3.00mm promus premier stent selected however it was noted that the stent was partially deployed before the device was inserted into the patient. The device was not used in the patient and the procedure was complete using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that premature partial deployment of stent occurred. A 16x3.00mm promus premier stent selected however it was noted that the stent was partially deployed before the device was inserted into the patient. The device was not used in the patient and the procedure was complete using another of the same device. No patient complications were reported.